Event description:
Boston scientific received information that this device was received at boston scientific's return products department in (B)(6) 2011. The device was successfully interrogated by boston scientific's post market quality assurance laboratory with a battery status indicator of beginning-of-life (bol) at 3.07 volts. Visual inspection did not identify any abnormalities, all of the seal plugs were intact and all of the set screws operated normally. No further laboratory testing was performed at this time due to possible legal action by the patient.

Manufacturer narrative:
The device was received at boston scientific's return products department in (B)(6) 2011 and is currently on legal hold.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory for a scheduled replacement procedure. The device was successfully explanted and replaced. Upon removal, the device generated an atypical continous tone. Additionally, a competitor right ventricular (rv) pace/sense lead was successfully implanted. The pace/sense portion of the rv defibrillation lead was surgically capped. The shock portion of the rv defibrillation lead remains in-service. To date, the device has not been returned to boston scientific's post market quality assurance laboratory.

Event description:
Boston scientific received information that this patient sent an e-mail to boston scientific's web site in (B)(6) 2011. The patient reported that this device was implanted 18 months ago and alleged that "this device never worked because the leads detached over a period of several weeks." The patient is seeking financial compensation for loss wages and inconvenience. The patient is requesting that this device/lead system be explanted. Boston scientific's legal department has been notified of this request. Subsequently, boston scientific received information from the local representative that this patient has refused any further procedures and device follow-ups. An lv lead reposition was attempted ((B)(6) 2009), but was unsuccessful and an epicardial lead implant procedure was scheduled. The patient cancelled the scheduled epicardial lead implant procedure in (B)(6) 2009 for personal reasons. According to the local representative , the right atrial (ra) lead has been exhibiting a greater than 2000 ohm pacing impedance associated with loss of capture. The right ventricular (rv) lead has not been tested and remains in-service.